Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported low inlet alarm. The fsr found that the ventilator failed the leak test and exhalation valve characterization. The fsr found that the events log included "motor fault" and "vent inop" alarms. The fsr replaced the main printed circuit board assembly (pcba) and turbine assembly. The fsr performed the extended systems test and the operational verification procedure. The device meets manufacturer's specifications. The vyaire medical failure analysis laboratory received the suspect components, a vela main pcba and a vela turbine assembly, for evaluation. An evaluation of the main pcba duplicated the reported issue and isolated the issue to a failed transducer. An evaluation of the turbine assembly did not duplicate the reported issue and the turbine operated per specifications.

Event description:
The customer reported that during the pre use check, the ventilator has an o2 inlet error alarm. The o2 inlet monitored value was reading between 20-45. There was no patient involvement associated with this issue.